Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawers were in a failed state. The customer reported that this issue impacted operations in or2, resulting in delays in scheduled surgeries, as medications could not be retrieved for patients. Urgent on-site technical support was requested to triage and resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.